Manufacturer narrative:
Each zenith device is shipped with instructions of ruse (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Specifically the IFU states that all patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and the performance of their graft. The device remains implanted and no images were provided to assist in this investigation. Based on the provided event description, it is possible the endoleak is an effect of the main body graft being placed low during deployment. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male underwent initial aaa repair in 2008. The physician placed one flex main body and two iliac leg grafts. The main body landed lower than expected so over time a type I endoleak developed. Two months later, the physician placed a renu main body extension to successfully repair the endoleak. Patient is fine.